Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon extubation, it was found that the endotracheal tube (ett) was stuck on something and could not be pulled out. This occurred during 6 different extubations that were known. For 2 of these extubations, a bronchoscope was used which confirmed no secretions or anything else was attached to the ett. Examination of the ett showed that the design of the tube may be the issue. The top portion of the cuff had a stiff protruding edge when deflated and may have got caught on the vocal cords. The doctor discovered the problem when trying to extubate the patient. Patient intubated for several hours overnight with the product in place. Intubation was not necessary. Medical intervention was required as a bronchoscope was required to extubate the patient due to the excessive force required to remove the ett, to ensure no trauma. There was patient involvement, and no patient harm/adverse event reported.